Event description:
Paramedics were called to a person involved in a witnessed cardiac arrest. First responders had administered a defibrillation shock using an AED prior to arrival of the paramedics. The pt was subsequently diagnosed as asystolic, pulseless and apneic. Drugs and external pacing were administered. Pacing allegedly stopped inappropriately when the monitor was moved. Pacing was restarted approximately 20 seconds later. The pt's pulse and blood pressure increased and the pt began breathing 8-10 times per minute. The pt was subsequently delivered to the hosp. The pt's outcome was not reported. There were no adverse affects to the pt reported related to the alleged malfunction.